Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. Patient treatment was not altered on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is carry-in from the probe or drain. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed necessary maintenance and repairs. The instrument is performing within specifications. No further evaluation of the device is required.